Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 940c53. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 940c53, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Partially fire. Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? Unsure but what was originally reported that the device was able to be fully opened and removed from patient. Another device of same product code was used to complete the fire. If yes, how was the device removed from the patient? Unsure but possibly the manual override was activated. If yes, did the jaws eventually open? Yes.

Event description:
It was reported that during an unk procedure the device in question was fired and stopped half way. The staff was able to reverse the knife blade but decided not to use the device. Another device was then opened to complete the transection with the same product code and no issues reported. No surgical delay was reported. There was no patient consequences reported.